Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was being reloaded by the surgeon for the fourth time during the case. The reload was placed in the gun, then removed to be repositioned. As the reload was removed, the sales rep observed the sled from the reload fall from the reload onto the scrub table. The sales rep advised the scrub nurse to put the reload aside to be returned and then to open a further reload to continue the case. Both reloads and sled have been retained for return. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.